Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s), pelvic pain ('pain') and umbilical hernia repair ('umbilical hernia repair') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included caesarean section, appendectomy, parity 2 and anxiety. Concurrent conditions included painful periods, menorrhagia, painful intercourse, umbilical hernia, anemia, abdominal diastasis, genital bleeding, abdominoplasty, muscle fasciculation, adenomyosis, paratubal cyst, nauseous, vaginal discharge and abdominoplasty. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2017 and hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2017 for pain as well as alprazolam since (B)(6) 2017, hydrocodone, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2017 and loratadine since (B)(6) 2017. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual cycles were very heavy"), migraine ("migraines"), headache ("headaches"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping);") and metrorrhagia ("had to wear a panty liner 1/3 of the month due to various amount od spotting when not having menstrual cycle"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient underwent umbilical hernia repair (seriousness criterion medically significant) and experienced adnexa uteri pain ("near ovaries, more pain on left side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and tubes, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, umbilical hernia repair, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia and metrorrhagia outcome was unknown, the pelvic pain, fatigue and adnexa uteri pain had resolved and the anaemia was resolving. The reporter considered adnexa uteri pain, anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, umbilical hernia repair and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: early secretory endometrium. Adenomyosis. Cervix with reactive changes. Fallopian tubes with benign peritubal cysts. Specimen: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy. Clinical data :menorrhagia, pelvic pain, dysmenorrhea, dyspareunia, umbilical hernia, desire for cosmetic surgery. Gross description: labeled: ", uterus, cervix and bilateral tubes" and date of birth specimen: uterus, cervix and attached bilateral fallopian tubes. Right tube: 5.0 x 0.5 x 0.5 cm. The surface of the tube shows a fimbriated end and 1.2 cm paratubal cyst. Left tube: 6.5 x 0.5 x 0.5 cm. The surface of the tube shows a fimbriated end and a 1.0 cm paratubal cyst.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain") and umbilical hernia repair ("umbilical hernia repair") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included caesarean section, appendectomy, parity 2 and anxiety. Concurrent conditions included painful periods, menorrhagia, painful intercourse, umbilical hernia, anemia, abdominal diastasis, genital bleeding, abdominoplasty, muscle fasciculation, adenomyosis, paratubal cyst, nauseous, vaginal discharge and abdominoplasty. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2017 and hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2017 for pain as well as alprazolam since (B)(6) 2017, hydrocodone, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2017 and loratadine since (B)(6) 2017. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual cycles were very heavy"), migraine ("migraines"), headache ("headaches"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping);") and metrorrhagia ("had to wear a panty liner 1/3 of the month due to various amount od spotting when not having menstrual cycle"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient underwent umbilical hernia repair (seriousness criterion medically significant) and experienced adnexa uteri pain ("near ovaries, more pain on left side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and tubes, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, umbilical hernia repair, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia and metrorrhagia outcome was unknown, the pelvic pain, fatigue and adnexa uteri pain had resolved and the anaemia was resolving. The reporter considered adnexa uteri pain, anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, umbilical hernia repair and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: early secretory endometrium. Adenomyosis. Cervix with reactive changes. Fallopian tubes with benign peritubal cysts. Specimen: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy. Clinical data :menorrhagia, pelvic pain, dysmenorrhea, dyspareunia, umbilical hernia, desire for cosmetic surgery. Gross description: labeled: ", uterus, cervix and bilateral tubes" and date of birth specimen: uterus, cervix and attached bilateral fallopian tubes. Right tube: 5.0 x 0.5 x 0.5 cm. The surface of the tube shows a fimbriated end and 1.2 cm paratubal cyst. Left tube: 6.5 x 0.5 x 0.5 cm. The surface of the tube shows a fimbriated end and a 1.0 cm paratubal cyst.. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received- events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, anemia, dysmenorrhea (cramping), umbilical hernia repair, dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), fatigue, had to wear a panty liner 1/3 of the month due to various amount od spotting when not having menstrual cycle, near ovaries, more pain on left side, plaintiff did not undergo any confirmation test", reporter, medical history, concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.